Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the date of the revision surgery. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e2006 captures the reportable event of exposed sub urethral mesh. Imdrf patient code e2101 captures the reportable event of adhesions. Imdrf impact code f1905 captures the reportable event of excision of exposed sub urethral mesh.

Event description:
It was reported to boston scientific corporation that an advantage device was implanted during a retropubic polypropylene mid-urethral sling with a cystourethroscopy procedure performed on (B)(6) 2009. For the treatment of stress urinary incontinence, mildly elevated postvoid residual, and urethral hypermobility. On (B)(6) 2021, the patient was diagnosed with vaginal prolapse with a cystocele and exposed sub urethral mesh. She then underwent a robotic-assisted sacro colpopexy, cystoscopy, and excision of exposed sub urethral mesh. Initially, the adhesions were removed involving the bowel epiploic from the rectosigmoid colon and the vaginal cuff and bladder. After examining the area of exposed mesh, an incision was made to trim back the device beyond its exposed borders. The fragments of mesh that retracted behind the edges at the mucosal incision were removed. The vaginal mucosa was then reapproximated. It was confirmed that the vagina was hemostatic and there were no urethral damages. The patient did receive antibiotics prior to the surgery, and she tolerated the procedure well.